Event description:
A caller reported experiencing a cartridge alarm issue during the loading process of their pump, which led to a "high" reading on their blood glucose monitor, with the specific value unknown. As a corrective action, the customer administered a correction injection using multiple daily injections (mdi) and did not require any third-party assistance. Technical support educated the caller on the correct cartridge loading process and arranged for a replacement pump to be sent, instructing the customer on the steps for storage and return of the malfunctioning pump. Customer reverted to an alternative method of insulin therapy.